Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 91 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional info was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip, cracked lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.